Manufacturer narrative:
Product was not returned to us for evaluation. First notification of injury was obtained through a service of process filing received (B)(4) 2012.

Event description:
Left below-knee amputee pt was wearing the ceterus when he stepped into a pothole he claimed the product failed and he fell, causing severe fracture to his right leg which required below-knee amputation.